Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a mitral valve clipping procedure, a rise in capture threshold was observed on the left ventricular lead. No patient symptoms were reported. X-ray imaging revealed that that the lead had been dislodged during the recent procedure. The lead was successfully explanted and replaced on (B)(6) 2016.